Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported about 3 or so months ago, of their own fault, their handset fell off the arm of their chair, hit the corner of the controller, and shattered the screen. Patient also mentioned the controller didn't fit in their case correctly, which was weird. Patient said they showed their representative about the issue, and the representative said they had never seen this happen before and told patient to call patient services for a new handset. The patient said they kept using the handset because it was still functional, but then maybe a week ago started running into an issue where their stimulation was turning itself off, even though the ins battery wasn't depleted. With the shattered screen, they had a harder time working with the handset to monitor the issue and turn stimulation back on. Agent reviewed and sent patient information on how to contact sunmed for replacement handset; sent email to patient with steps to contact sunmed. The patient was redirected to their healthcare provider to further address the issue with stimulation if it continues to turn off on its own.

Manufacturer narrative:
Continuation of d10: product ID neu_ptm_prog serial# unknown product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.